Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an audible alert tone from the implanted cardiac device every four hours. This cadence can be indicative of a right ventricular (rv) lead integrity issue. The patient was referred to their physician. The lead remains in use. No patient complications have been reported as a result of this event.